Manufacturer narrative:
The lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the investigation is underway.

Event description:
It was reported that the stent broke upon placement. Reportedly, the pt had undergone previous ercp where the physician could not find the papilla due to tortuous anatomy. Pt subsequently had ptc and a drain was placed. A 2nd ercp (rendezvous) was performed. Access was gained and the drain was removed. The stent was placed and as the team began to click slowly, the stent was taking an unusual amount of time to deploy. The sound of the click was off. The physician, the nurse and the technician all reported that the usual click sounded too loud. The physician then lost scope position due to the tortuous anatomy. Once he regained position, he had visual confirmation that the stent had been completely deployed. At 1/3 of the proximal end of the stent was inside of the duct and 2/3 of the stent was in the duodenum. The physician proceeded to pull the stent to try to remove before it fully expanded. The stent broke into several pieces. With the proximal end of the stent still in the duct he placed a competitor's along side of flexxus.